Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? No further information is available. Were x-rays taken to locate the needle? No further information is available. What medical/surgical intervention was provided? No further information is available. What tissue/location was suturing when pull off occurred? Aortic valve. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery of 30 minutes ? If yes, please explain: no further information is available. Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? It was reported as about 4 devices. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported in 2210968-2021-10261, 2210968-2021-10200, 2210968-2021-10210.

Event description:
It was reported that a patient underwent an aortic valve replacement on (B)(6) 2021 and suture was used. During the surgery, the needles were detached from the suture during use on the aortic valve. They were not control release needles. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information has been requested.